Event description:
It was reported that the patient's blood glucose levels reached 254 mg/dl while wearing the pod between 1 and 4 hours. The pod fell off. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, insulin was delivered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the dislodged cannula from pod falling off, bent cannula or to determine if it could have contributed to the reported hyperglycemia.no lot release records were reviewed, as the product lot number was not provided.